Event description:
It was reported that the programmer was able to interrogate the implanted device but unable to change the rate in order to conduct a threshold test. The programmer was replaced and the test was successfully completed. The programmer was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. No anomalies found.